Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a retainer disconnecting from the pad was confirmed but the root cause could not be determined. The products returned for evaluation were two 14-16 fr universal plus statlock devices. One device was returned in an opened state (unit 01) and the other sealed (unit 02). Inspection and testing of unit 02 did not identify any remarkable features and therefore was unconfirmed. The rest of the investigation will focus on unit 01. A gross visual inspection of unit 01 found that the retainer had separated from the retainer pad. The pad was not returned. Adhesive residues were observed on the back of the retainer, suggesting that the retainer had at some point been adhered to the pad. Microscopic inspection of the adhesive found that large gaps were present between segments of adhesive. Additionally, the adhesive did not have a clear pattern transfer from the pad, in comparison to the pattern seen in unit 02. These features potentially suggested that insufficient adhesive may have been applied to the retainer; however, it is possible that some of the adhesive remained on the pad. As the pad was not returned, no further conclusions could be drawn and no specific root cause could be determined. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported stabilization device broken off adhesive, allowed the chest tube to move 1-1.5 inches in patient. There was minimal harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.